Event description:
Boston scientific was notified that during a procedure when the physician wanted to deflate the subject device to deploy a 3rd coil into the aneurysm, a leakage with the balloon was noticed and it could not be deflated. No complications with the pt were reported to have occurred during this procedure.